Event description:
It was reported that patient faced adhesive issue with two infusion sets as they came loose on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 2. E1: event country: spain. Name: (B)(6). Country: switzerland. Street address: (B)(6). City: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.